Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, this device required replacement due to a tubing break. There was a break in the tubing from pump to cylinder. The reservoir was retained on the left side and new reservoir placed submuscular on the right side. No other adverse patient effects were reported.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. An aneurysm was noted on the bladder of cylinder 1. This was a site of leakage. No functional abnormalities were noted with cylinder 2. According to the available information this inflatable penile prosthesis was revised due to broken tubing from pump to cylinder (close to pump). The original reservoir was retained on the left side and new reservoir placed submuscular on the right side. Based on examination, it was concluded that while in-vivo enough pressure may have been exerted to result in an aneurysm on the bladder of cylinder 1. This pressure, in combination with device usage, could contribute to sufficient stress (s) to separate the bladder at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. Updated item number, manual lot# 4489427.